Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the physician inadvertently left his foot on the foot switch power pedal, and energy was subsequently delivered to patient tissue despite the fact that the cable fault alarm was active. The procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: following the procedure, the patient was hospitalized for two days for observation due to concerns that this incident might have caused a perforation. However, it was determined that the patient had not been perforated. The patient complained of pain but was experiencing pain prior to this procedure; there were no ill effects due to this event. The biomedical engineer at the site has since inspected the unit and found no issues. The unit is still in service; therefore, it will not be returned for evaluation.

Manufacturer narrative:
(B)(4) for the reported event: generator continued delivering energy while cable fault alarm was active. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the physician inadvertently left his foot on the foot switch power pedal, and energy was subsequently delivered to patient tissue despite the fact that the cable fault alarm was active. The procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.